Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had their system replaced and it turned out that there was a fractured catheter and the catheter was not connected to the pump. As a result of the issue, the pt had to have a "bit more of a surgery" and had to be admitted to ICU overnight. The drug used in the pump at the time of the event was not reported. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.